Manufacturer narrative:
Result: foul odor. Conclusion: a definitive root cause for the event has not been determined.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report a foul odor coming from their synchron cx5 clinical system. No patient results or patient treatment were impacted by this event. Bci asked the customer if there were any leaks observed coming from the system. The customer replied "no" and stated a foul odor was coming from the system. The customer reported that no laboratory personnel were affected by the foul odor coming from the system. Bci dispatched a field service engineer (fse) to the customer's site on (B)(4) 2011. The fse could not reproduce the foul odor coming from the system. The fse cleaned the waste system with bleach. A definitive root cause has not been determined for the event.